Event description:
It was reported that a patient with bowel dysfunction was about to undergo an abdominal CT scan; therefore, a retention inspection was done prior to transport from the room. This retention inspection that was done through the edi catheter did not produce any liquid which was interpreted by staff to mean that there was no liquid in the stomach. Thereafter the feeding lumen of the edi catheter was closed and the patient was transported. However, 3 hours later it was noticed that gastric fluid was flowing through the patient's mouth. The feeding lumen was opened up and a bag was connected to it for passive drainage that resulted in drainage of 1000 ml of gastric fluid. (B)(4).